Event description:
The customer nursing staff stated they did not get an hr brady alarm between 7:20-8am on (B)(6) 2017. The device was in clinical use for bed p464 at the time the issue was discovered. There was no adverse event or patient harm reported. There was no delay in patient treatment.